Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found a printed circuit board (cr board) failure. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the failure of the cr board led to the alarm, blackout, and pressure issues. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit suddenly triggering an "e03-excessive pressure when inflated-pressure sensor abnormality" alarm. Subsequently, there was a blackout and the pneumoperitoneum pressure that failed to rise as intended. The issue occurred during a therapeutic laparoscopic appendectomy procedure. There were no reports of patient harm.